Event description:
It was reported that post op a laparoscopic sigmoid colectomy procedure; the patient had a leak three days post op. The patient is currently being drained and improving however will remain in the hospital an additional four days. It is unknown where the leak was coming from. It is unknown if the staple lines were leaking. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The case went well inter-operatively. The surgeon has previously used the flex 60 before. In both cases, the rep was present, the staple lines were hemostatic, and standard leak test were performed (including use of anoscope). The device was used mid-rectum with blue load. The device was fired two times to get across the rectum. The sr. Partner fired the stapler. It was a complicated case due to patient conditions. Three days post-op a leak occurred. Drained the patient, but did not open. Patient left 2 days later. Staple lines were hemostatic. No physical indication that there was a mechanical failure of the staple line. The case went extremely well.